Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep manipulated the cables. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an image on the left monitor. No pt injury was reported.